Event description:
Caller reported customer obtaining potential false negative urine hcg result with surestep hcg urine cassette vs. Lab result. Quantitive result 1390iu/1. Patient tested positive via lab testing also. Patient tested positive on at home test. Tested negative on surestep hcg urine cassette.

Manufacturer narrative:
Lot number(s): hcg2070025, expiration date(s): 05/01/2014. Control: 25miu/ml hcg urine 1 lot: hcg120809-01, 100miu/ml hcg urine lot: hcg120223-01, 209.5iu/ml hcg urine lot: hcg120910-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated, and the product performed as expected meeting qc specifications. Mfg site unable to replicate customer issue. To date, only one complaint received against lot number: hcg2070025. Corrective action not required at this time.